Event description:
Information obtained suggests the patient may undergo surgical intervention at a future date.

Event description:
It was reported that prior to an unrelated surgery, the patient had put their ipg into MRI mode and not in surgery mode.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had an unrelated surgical procedure in which surgery mode was enabled. Following the procedure, the ipg would no longer communicate with external devices. Field representative attempted to troubleshoot the device without success. Follow up has not determined what intervention is planned at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.